Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. Visual inspection noted the unit looks to be in used condition. Small scratches visible, no cracks. No accessories provided. Functional testing confirmed the complaint. Root cause was attributed to a faulty spo2 board; which was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device is giving the error "18". The device came in for service and was found not to be working. There was no patient involvement and no adverse event/human harm.